Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "low," however, specific bg value was not provided. Customer consumed rapid acting sugar to address the bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.